Event description:
It was reported that after a da vinci-assisted benign tongue base resection surgical procedure, the permanent cautery spatula (pcs) sleeve was broken. The customer used the same pcs instrument to continue with the planned procedure. No fragment fell inside the patient. Procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the missing piece could not be found. Therefore, it could not be confirmed that the missing piece occurred outside the surgical procedure. There was no report of fragments falling into the patient. The patient did not return to the hospital due to any post-surgical complication related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have a broken/ ceramic sleeve. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.044¿ x 0.067¿. The complaint was confirmed by failure analysis.